Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 3 9286-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead, product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapy and stimulation. This issue started a couple of months prior to the report. The patient checked their device with their patient programmer and it showed an end of service (eos) message. The patient noted that a lot of times their device just stopped working so when they woke up they would stick "it" on there and start it over again however, at the time of the report the device was not doing anything. The patient had seen an elective replacement indicator (eri) message earlier on the day of the report but was seeing eos at the time of the report. The patient's programmer would not turn on the day prior to the report but they replaced the batteries and the issue resolved. There were no patient symptoms reported.